Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, 'relax pressure on blade' was displayed in about three activations. Although a hand piece was re-attached, the error was not restored. After that, the hand piece was replaced with another one and it functioned as intended, but the blade was broken off after a while. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.